Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options to help resolve the issue. However, because the issue was intermittent, it was not happening during the time of the call. Consequently, it was unclear if the trouble-shooting options were effective. Tac instructed the customer to return the subject device for evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested with two different olympus-test scopes, and the images were present without issue. However, there was heavy corrosion on the top cover and bottom chassis of the device. The pip connector was also found corroded. The video connector latch was worn out, causing a poor connection with the pigtails, and the software was outdated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus evis exera ii video system center was flicking during procedure preparation. According to the initial reporter, the intended procedure-type is unknown, but was confirmed completed using the subject device following a reboot. There was no patient harm or consequence reported as a result of this event.